Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
There were unexplained pump reboots recorded in the black box on the date of the complaint; however, not duplicated during investigation. The pump was run on a 24 hour basal program using returned battery cap with no intermittent power/roboot occurrences. The returned battery cap securely attached to the pump with no damaged observed to the battery cap and it measured within specifications. The pump was opened and no defects or moisture was found internally. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).